Event description:
Related manufacturer reference number: 2017865-2024-65383. It was reported that the patient presented in the hospital for a scheduled upgrade procedure. The patient's right ventricular (rv) lead was found to be dislodged and twisted due to twiddlers syndrome. The lead dislodgement was confirmed via chest x-ray examination. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Device evaluation: the reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies. Correction: section b5: event description updated with related manufacturing reports and corrected with additional information received.

Event description:
Related manufacturer reference number: 2017865-2024-65383. Related manufacturer reference number: 2017865-2024-66361. Correction : it was reported that the patient presented in the hospital for a scheduled upgrade procedure. The patient's right ventricular (rv) lead and right atrial (ra) lead was found to be dislodged and twisted due to twiddlers syndrome. Both lead dislodgement was confirmed via chest x-ray examination. The rv lead was explanted and replaced. Meanwhile the ra lead was successfully repositioned and reimplanted. The patient was in stable condition.